Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve f-j, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported event of an rf delivery issue was confirmed. The tip thermocouple displayed incorrect temperature readings during temperature testing and the temperature reading decreased with exposure to heat, consistent with the reported event. Further investigation revealed that the red and black tip thermocouple wires were soldered to the opposite pins in the 19-pin connector. The condition of the miswired tip thermocouple wires was determined to be consistent with a soldering issue during manufacturing. The root cause of the output issue was determined to be consistent with a manufacturing related issue. A corrective action was initiated to address this failure mode.

Event description:
Related manufacture ref: 3008452825-2024-00665. During an atrial fibrillation procedure, an output issue occurred causing a delay in procedure. It was noted that there was no rf delivery during ablation. The tactisys cable and ampere amplifier cable were exchanged, as well as exchanging the tactisys and generator which did not resolve the issue. A second catheter was obtained, but it could not be visualized despite signals being present. Additionally, it displayed a strange shape while in navx mode. A third catheter was then used to complete the procedure with no adverse consequences to the patient.